Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician was attemptng to deploy a taxus express2 drug eluting stent in the right intraventricular coronary artery. The balloon was inflated two times to unknown atms, but then it was noted that the balloon would not deflate. The pt is reported to be "okay". No further info is available at this time.